Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarms noted during testing. No moisture damage was noted on the electronics. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 400 mg/dl. Customer treated with bolus. Troubleshooting was done. Customer stated also the insulin pump may fell in the bath and water got on it. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.